Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that no reactivity was observed with vra155 and a patient sample containing anti-jka. Patient sample only reacted weakly positive with cell 2; all other jka + cells did not react. Testing performed in manual gel. Testing was not repeated. No erroneous results were reported.